Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient alleged the infusion device gave multiple e-4 occlusion error messages which caused her blood glucose level to become elevated. Based on the high blood glucose level, the patient gave herself extra amounts of insulin in addition to her original bolus amounts which caused two low blood glucose events. On "(B)(6) 2016", the patient was receiving multiple e-4 occlusion messages and took extra insulin which caused the low blood glucose event. The type and amount of insulin taken was not provided. The patient does not remember more details regarding this event. The paramedics treated the patient with an unknown IV. The patient did not remember her blood glucose results during the event. The patient was not taken to the hospital. On (B)(6) 2016, the patient's blood glucose was 269 mg/dl at 2:00 am. The patient alleged the high blood glucose was from the e-4 occlusion error messages that would sometimes occur every 20 minutes. The patient took the recommended bolus amount, but also stated she "overcompensated" since the blood glucose was elevated. The type and amount of insulin taken was not provided. Around 6:00 am, the patient was incoherent and unresponsive from hypoglycemia. The patient woke up when the paramedics were treating her with an unknown IV. The husband attempted to treat her with liquid glucose, but the patient could not swallow. The result from the paramedic's meter was too low to produce a result. The patient was not taken to the hospital. Return of the suspect device was requested for evaluation.